Event description:
Box was received, integrity fine. Product was found to have been shipped to sales rep home, stored in personal food refrigerator overnight, transported by car to hospital. Company info states : "restore will continue to be shipped from the depuy warehouse to hosp accouts in temperature controlled packing to be kept at 36-77 degrees f." Item refused. Company notified. FDA notified. Same product type, different item picked up by sales rep and taken to another hospital. Tracking requested from depuy ref# 1855-20-500 lot# aj8aa1027.